Manufacturer narrative:
Complainant name: (B)(6) hospital. Device is a combination product. The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with silent ischemia and index procedure was performed. The 90% stenosed,non occluded, 25x2.5mm, de novo, eccentric, type c, diffuse lesion of more than 2cm in length, with a >45 and <= 90 degree bend and timi 3 flow target lesion was located in the bifurcation area of a moderately calcified and moderately tortuous proximal of mid left anterior descending (lad) artery. The lesion was treated with placement of a 2.50x28mm promus element ¿ stent at 7atmospheres. Following post dilatation, residual stenosis was 0% with timi 3 flow. Two days after procedure, the patient was discharged from the hospital. In (B)(6) 2014, the patient presented with coronary restenosis in mid lad. Patient's antiplatelet medications (aspirin and clopidogrel) were last taken in (B)(6) 2009. On the following day, percutaneous coronary intervention (pci) was performed in mid lad. Post procedure, the event was considered resolved.